Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced. The physician also buried the ipg deeper. Effective therapy was established post operation.